Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and incision site cellulitis ("umbilical incision cellulitis") in a 33-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary, endometriosis, asthma, ovary removal and tubectomy. On (B)(6)2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("spring broke in half of the essure during insertion") and device breakage ("spring broke in half of the essure during insertion"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), incision site cellulitis (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), impaired healing ("vaginal cuff granulation tissue"), abdominal pain lower ("pain left lower quadrant"), dysmenorrhoea ("dysmenorrhea (cramping)"), dental caries ("worsening of dental problems/ decay"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), abdominal adhesions ("abdominal adhesions"), polycystic ovaries ("polycystic ovary syndrome (worsening)") and endometriosis ("endometriosis (worsening)"). The patient was treated with fluconazole (diflucan), leuprorelin acetate (lupron), silver nitrate, ciprofloxacin (cipro), metronidazole (flagyl), clindamycin, daptomycin, ciprofloxacin monohydrochloride (cipro 500 mg), surgery (full hysterectomy with unilateral salpingectomy - tlh & left salpingo-oophorectomy), surgery (vaginal cuff excision and repair) and surgery (abdominal adhesiolysis). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, incision site cellulitis, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vulvovaginal pain, impaired healing, abdominal pain lower, dysmenorrhoea, dental caries, headache, bacterial vaginosis, urinary tract disorder, bladder disorder, vaginal discharge, abdominal adhesions, complication of device insertion, device breakage, polycystic ovaries and endometriosis outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, bacterial vaginosis, bladder disorder, complication of device insertion, dental caries, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, impaired healing, incision site cellulitis, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, polycystic ovaries, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: insertion details : essure was introduced into the tubal ostia until the gold mark. At this point the spring broke in half of the essure, the essure was called back out of the ostia. Therefore, and the fragment of spring was also removed. A new essure implant was placed exactly as before, without problem. Diagnostic results: (B)(6)2015- pelvic transvaginal ultrasound normal with exception of left essure device and absent right ovary and fallopian tube. (B)(6)2016- pathology report: benign cervix, benign proliferative phase endometrium, benign myometrium, uterus with serosal adhesions, benign left fallopian tube and ovary with fibrous adhesions. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, cellulitis, vaginal discharge, abdominal pain lower, endometriosis, polycystic ovary and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and cellulitis ("umbilical incision cellulitis") in a (B)(6) year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary, endometriosis, asthma, ovary removal and tubectomy. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("spring broke in half of the essure during insertion") and device breakage ("spring broke in half of the essure during insertion"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / abdominal pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), cellulitis (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal cuff granulation tissue"), abdominal pain lower ("pain left lower quadrant"), dysmenorrhoea ("dysmenorrhea (cramping)"), dental caries ("worsening of dental problems/ decay"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), vaginal discharge ("vaginal discharge"), abdominal adhesions ("abdominal adhesions"), polycystic ovaries ("polycystic ovary syndrome (worsening)") and endometriosis ("endometriosis (worsening)"). The patient was treated with fluconazole (diflucan), leuprorelin acetate (lupron), silver nitrate, ciprofloxacin (cipro), metronidazole (flagyl), clindamycin, daptomycin, ciprofloxacin monohydrochloride (cipro 500 mg), surgery (full hysterectomy with unilateral salpingectomy - tlh & left salpingo-oophorectomy), surgery (vaginal cuff excision and repair) and surgery (abdominal adhesiolysis). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, cellulitis, abdominal pain, migraine, fatigue, weight fluctuation, dyspareunia, vulvovaginal pain, vaginal disorder, abdominal pain lower, dysmenorrhoea, dental caries, headache, bacterial vaginosis, urinary tract disorder, bladder disorder, vaginal discharge, abdominal adhesions, complication of device insertion, device breakage, polycystic ovaries and endometriosis outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, bacterial vaginosis, bladder disorder, cellulitis, complication of device insertion, dental caries, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, polycystic ovaries, urinary tract disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: insertion details : essure was introduced into the tubal ostia until the gold mark. At this point the spring broke in half of the essure, the essure was called backout of the ostia. Therefore, and the fragment of spring was also removed. A new essure implant was placed exactly as before, without problem. Diagnostic results: (B)(6) 2015- pelvic transvaginal ultrasound normal with exception of left essure device and absent right ovary and fallopian tube. (B)(6) 2016- pathology report: benign cervix, benign proliferative phase endometrium, benign myometrium, uterus with serosal adhesions, benign left fallopian tube and ovary with fibrous adhesions. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, cellulitis, vaginal discharge, abdominal pain lower, endometriosis, polycystic ovary and device breakage. Most recent follow-up information incorporated above includes: on 16-may-2018: plaintiff fact sheet and medical records. Added reporters and case became medically confirmed. Added patient's date of birth and height. Added therapy dates and lot number (b40018) for essure. Added events migraine, fatigue, weight fluctuation, dyspareunia, vulvovaginal pain, vaginal disorder, cellulitis, abdominal pain lower , dysmenorrhoea, dental caries , headache, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract disorder, bladder disorder, vaginal discharge, abdominal adhesions, complication of device insertion and device breakage. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, migraine, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: patient underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.